Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 35mm proximal of weld site. The proximal section of j stiffener wire measures approx 52mm and has migrated down lead body approx 38mm proximal of weld site. Visual inspection under 30x magnification also indicates the proximal end of the j stiffener wire which fractured approx 35mm proximal of the weld site and remains attached at weld site has abraded a hole in the outer polyurethane insulation approx 37mm proximal of the weld site. It appears that the entire j stiffener wire was rec'd with all recorded add up to approx 87mm.

Event description:
Device analysis is provided. Explant method: intravascular, superior technique/tools: direct traction no complications.